Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp had dislodged to the inferior vena cava. The lp was removed and replaced. The patient was in stable condition.